Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07174. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and bleeding. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat cystocele and mesh was implanted. It was also reported that post implantation, the patient experienced pain, infection, recurrence, bleeding and urinary/bowel problems. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07174. The same patient is represented in each medwatch.